Event description:
Additional information received reported that the overdischarge was due to patient compliance and the battery needed to be replaced. The doctor and patient had discussed options and were awaiting insurance authorization. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a third overdischarge and an eri message was displayed. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Device used for off-label indication. The indication device used for was occipital neuralgia. Concomitant medical products: product ID 3888-56, lot# v365542, implanted: (B)(6) 2010. Product type: lead: product ID 3888-56, lot# v359354, implanted: (B)(6) 2010. Product type: lead: product ID 3888-56, lot# v188442, implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37083-20, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).